Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and no broken end cap.

Event description:
It was reported the end cap on the insulin pump was broken; it goes out of the case. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.